Manufacturer narrative:
The mayfield pediatric horseshoe headrest (a1051) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit found that the two halves of the horseshoe headrest were able to be separated despite the torque screw being tightened down in the headrest extension. Further evaluation compared the returned unit to fully functional units/parts and found that the torque screw for the headrest extension had been de-burred too far, resulting in surface area on the flat end of the screw being smaller. This led to an insufficient hold on the slide bar allowing the headrest extension to move. Root cause - complaint confirmed via inspection of the unit. The torque screw for the headrest extension had been de-burred too much, resulting in surface area on the flat end of the screw being smaller. This led to an insufficient hold on the slide bar allowing the headrest extension to move. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the left and right sides of the mayfield pediatric horseshoe headrest (a1051), did not stay together even with screw tightened down as hard as possible. During a case, the headrest failed to stay locked, causing the baby's head to slip as the two sides separated. Fortunately, there was no injury, but there was a 5-minute delay as they replaced it with another unit that did not slide.